Manufacturer narrative:
(B)(4). The actual device was returned for evaluation: reliability engineering evaluated the device and determined that the device functioned intermittently, emited a grinding noise; and had a worn coupling head, damaged wire insulation on the electronic control unit, worn electric motor, rough rotation and worn trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery device made a sound and quit working. During an in-house engineering evaluation, it was observed that the device functioned intermittently, emitted a grinding noise; and had a worn coupling head, damaged wire insulation on the electronic control unit, worn electric motor, rough rotation and worn trigger components. It was not reported if the device was used in surgery. It was not reported if there was patient involvement. It was reported that there were no delays and a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly